Manufacturer narrative:
(B)(4): eval results: (death).

Event description:
Three endeavor sprint rx drug eluting stents were implanted, one in the left main, one in the proximal lad and one in the 1st diagonal. It is reported that approx 10 days post index procedure, the pt had a permanent pacemaker placed due to monomorphic ventricular tachycardia. It is reported that the pt went into cardiac arrest after procedure and expired. It was reported that the death was not associated with an mi and there was no evidence of stent thrombosis. Investigator indicated that event was remotely related to the study stent and procedure. The autopsy report is not available. (Ref MFR # 2953200-2010-02366 and 2953200-2010-02368).